Event description:
It was reported at the end of surgery, the unit stopped in the cut and coag mode, and the unit had an electrical outlet problem. The fuse was changed but there was a burnt smell. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received 8/15/2012 by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into fixed resistors. The generator would not power on. Both fuses were blown. Examination of the fuses suggests low impedance short circuit. The 24v condor bulk power supply had a shorted pfc assembly. The generator operated after the condor power supply was replaced. The unit delivered rf energy correctly into the fixed resistors. It is unclear why the power supply failed in the field all rf generators undergo burn-in testing which tests the ability to withstand power-cycling events, extended delivery of rf energy and idle condition events. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.